Event description:
During product evaluation by a baxter service technician, a colleague infusion pump failed to audibly alarm for failure code 812:05 on channel b. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device utilizes user interface module master software version 5.04.00 categorized as unremediated.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has been previously sent into service for the reported condition of "fc 812:05." (B)(4).

Manufacturer narrative:
The condition of failed to audibly alarm was confirmed due to a disconnected speaker harness. The speaker harness was reconnected to correct the reported condition. Should additional information become available, a follow up medwatch will be submitted. Additional information: this device utilizes user interface module master software version 5.04.00 categorized as unremediated. (B)(4).